Event description:
Additional information received noting that the patient has no further concerns and the physician believes the patient was seeking attention and the syncope has since resolved and was not attributed to be caused by the vns.

Event description:
It was reported that the patient has been experiencing spells lately where he falls asleep for 1 second and then feels the vns activate. The device was checked and all values were within normal limits. The patient's pulse width was lowered to see if this would help. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.